Event description:
Customer wanted to check the sensor age. Customer mentioned that he was hospitalized. Customer woke up low and went into his kitchen to get some juice. His daughter found him on the floor and the blood glucose reading was 28 mg/dl. Customer was transported to hospital. Customer had some juice and his blood glucose rose to 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.